Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the u/d pulley wire fluid damage, the insertion flexible tube (ift) buckled, the operation channel leak, the bending rubber leak, the ocular dirty, the image guide fiber bundle (cfb) dirty, the lg prong top dirty, the lg prong top loosened, the objective lens unit disinfections damage, the lcb distal cover glass disinfections damage, the insertion flexible tube (ift) worn out, the light guide cable worn out, the angle wire hard to move, and the ocular discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).